Event description:
It was reported that the clinical study patient experienced surgical site pain at the thoracic incision site where the physician noted excess scar tissue. The patient then experienced lower back pain due to compensating for the incision site pain. The patient was reprogrammed and administered an injection which lessened the pain. The devices remain implanted in the patient.